Event description:
A remstar plus cflex device was returned to a third party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device the service technician observed visible foam particles inside the blower kit. Additionally the service technician also noted error codes e66 err stucken coderb e63 errstuckknobkey e85 err flow sensor occluded log and e62 errstuckrampkey and dust fail contamination the device was scrapped by the service center after the evaluation was completed.